Event description:
It was reported that during a kissing balloon technique of the obtuse marginal and circumflex arteries, the voyager nc balloon catheter was successful in inflating and fully deflating; however, the balloon catheter could not be retracted from the hi-torque whisper guide wire in the circumflex. After manipulation, the balloon and guide wire were removed as a system. Outside the anatomy it was noted that the balloon at the tip had accordioned[bunched]. There was no reported adverse patient effect. A whisper xtra support guide wire and voyager nc were used to complete the case without incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 x 8 mm voyager nc; guide cath: 6 fr cordis xp 3.5. The voyager nc, is being filed under a separate MFR number. Evaluation summary: evaluation of the returned hi-torque whisper guide wire noted no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. There were multiple bends in the distal end of the core near the tip. There were three bends in the proximal end of the core distal to the proximal end of the guide wire. These bends in the guide wire are consistent with interaction with the lesion anatomy and/or other device during the procedure since no damage was reported during inspection prior to use. The balloon catheter used in the procedure was returned. Analysis did not confirm the resistance between the guide wire and the balloon catheter as the guide wire was not advanced through the returned balloon catheter; the distal shaft of the balloon catheter was bunched. The guide wire was advanced and removed from a new balloon catheter without any resistance noted. The outer diameter of the core was measured with a laser micrometer and met manufacturing criteria. Resistance between devices can occur due to but is not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. Other factors may also consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to retract the catheter over the guide wire. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. A conclusive cause could not be determined for the reported difficulty and there is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.